Event description:
The patient was implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). It was reported that during this initial procedure the vela suprarenal aortic extension moved downward during deployment and required a gore excluder (non-endologix) cuff to be implanted to resolve this situation. It was also reported that the contralateral limb was not fully expanded and a balloon was used to expand the stent. After ballooning, the limb was still not fully expanded; however, there was adequate blood flow achieved and the procedure was completed. Approximately seven (7) months post initial procedure on (B)(6)2023, the patient complained of claudication of the buttocks and upon evaluation, thromboembolization of the left common iliac artery (cia) was confirmed. Approximately three (3) weeks later on (B)(6) 2023, thrombi were removed with a fogarty (non-endologix) catheter and ballooning was performed. The balloon ruptured during this intervention and a second balloon was used and it also ruptured (both are non-endologix balloons). Thrombi were not completely removed, but blood flow was improved and the surgery was completed. The physician stated the stent graft is positioned in an area of vessel tortuosity which may have contributed to this event. Although blood flow is currently improved, further treatment to add a bare metal stent was discussed to prevent thromboembolization from recurring. A second additional procedure was performed on (B)(6) 2023. A 0.035¿ radifocus (non-endologix) guide wire was inserted from the left side but it was unable to advance. The guide wire was changed with a 0.014¿ wire and inserted. After ballooning, it was confirmed that the guide wire passed through between the graft and the stent. The wire was reinserted and percutaneous transluminal angioplasty (pta) was performed using smaller to bigger balloons. The graft stenosis section was expanded during pta, but its configuration went back down after balloon deflation. 14mmx40mm smart (non-endologix) stents were placed in both iliac arteries, protruding 10mm from the limbs. Kissing balloon inflation was then performed. It was noted that the patient¿s blood pressure in the limbs improved from 112mmhg and 162mmhg before the procedure to 170mmhg and 168mmhg after the procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the stenosis of the iliac limb (left contralateral limb failure to expand) is confirmed. The additional endovascular procedure (non elgx bilateral common iliac artery stents) is confirmed. The upper extremity ischemia (claudication of the buttock's) is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user. Procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The initial procedure is off label due to concomitant product use of non endologix stents (gore excluder). It is unlikely this contributed to the reported event. It was reported at the index procedure the contralateral limb was not fully expanded, so balloon touch up was performed. After ballooning, the limb was still not expanded completely, but as adequate blood flow was obtained, the operation was completed. This likely contributed to the resultant left common iliac stenosis. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.